Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. It was also reported that the patient had surgery the same day. The lead remains in use. No patient complications have been reported as a result of this event.